Event description:
Related manufacturer report number: 2017865-2024-01752. It was reported that the left ventricular lead (lv) was capped and replaced on (B)(6) 2008 for an unknown reason. The condition of the patient is unknown. Additionally, the replacement lv was capped and replaced on (B)(6) 2013 for an unknown reason. The condition of the patient is unknown.